Event description:
Per the info provided to co by the physician, through co's international rep, the device was removed due to "migration and infection." As reported to co, the entire device was removed.